Manufacturer narrative:
The reported issue was due to an environmental related event causing a non-nihon kohden device to go out. No malfunction of the central nurse station on this report.

Event description:
The biomedical engineer (bme) reported that their facility had a power outage, and everything came back up except four bedsides which were still showing communication loss with the central nurse's station (cns). No patient harm was reported. Nihon kohden service technician had the bme check the network closet to make sure all switches were getting power to them. The bme found that one of the switches was not getting power to it due to the uninterrupted power supply (ups) was not providing power to the switch. The bme swapped out the ups with another one and made sure the switch got power to it thus taking the bedsides out of communication loss. Issue was resolved.